Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 3 ml bd syringe with bd precisionglide¿ needle 24 g x 1 inch was deformed and melted causing a sterile package breach before use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: 1 photo was returned for investigation; and observed torn top web and damage thumb press from the returned photos. 3 actual unused samples were returned for investigation. Observed torn top web and damage thumb press from the returned samples. DHR review: syringe DHR batch# 7012003. Reviewed syringe DHR and no abnormality during production. No quality notification was raised for the reported batch. Investigation conclusion: observed torn top web and damage thumb press from the returned samples. Root cause description: probable cause could be at the primary packaging station, the index position was out, thus during sealing process the thumb press was compressed by the sealing die resulting in damage thumb press and torn top web. There is an encoder at the machine to detect sealing die not fully close and will trigger an error message to stop the machine. Production technician will need to manually clear away the part. The production technician could have not clear away the part due to no work instructions available.